Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies). It was reported that the clinician programmer was not communicating with the ins. The patient had been attempting to use the ins every day for the past few years. The patient believed that the ins was at end of life (eol). It was reported that the ins was deleted/low and the patient was having pain. It was reported that the patient's ins was "out of power/voltage." The patient's ins was replaced on (B)(6) 2018. The patient stated that the new ins motivates them and takes away all the pain along with their medications. No further complications are anticipated.